Event description:
Catheter fractured (port not working). Fracture of port, which was seen by fluoroscopy. Port removed under sterile conditions by dr. Newport inserted for continuation of chemotherapy.